Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable, as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable, as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4625 incision enlargement and sutures. Section h-6 health effect - impact code: 4631 iol removal and replacement. Section h-6 health effect - clinical code: 4581 incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after placement of the zcb00 model intraocular lens (iol) and during viscoelastic removal, a tear was noticed in the posterior capsule. The incision was enlarged to remove the iol and a 3-piece lens was implanted. Suture was used to close the incision. No further information is available.